Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an attempted implant, the extravascular (ev) lead was placed with no access issues. However, the initial r-wave measurements were poor, resulting in three tunneling attempts. The ev lead was then sutured in place. It was noted that the patient had an existing subcutaneous competitor device system implanted and following access to that system, the ev lead r-wave measurements were noted to have dropped. Fluoroscopy results showed cranial displacement of the ev lead. The lead sutures were released and the ev lead was pulled caudally with no improvement in the r-wave measurements. The ev lead was removed and a second ev lead was selected. Three additional tunneling attempts were made with the second ev lead, but the decision was ultimately made to abandon the ev implantation due to poor r-wave measurements. A prolonged procedure duration was noted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Returned product analysis was performed and no anomalies were found. The analyst noted the full lead was returned with the anchoring sleeve. There were no suture marks observed on the anchoring sleeve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.